Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. Results- investigation still underway, no results to date. Conclusions- no conclusion can be made at this time.

Event description:
A medical center in the USA has reported that a breathing circuit was leaking at the heater connection point. No patient consequence was reported.